Event description:
It is reported by patient's attorney that plaintiff underwent left total hip replacement in 1996, using a stryker osteonics femoral stem and femoral head and a zimmer trilogy liner and shell. Post-op, the stryker osteonics femoral stem fractured. As a result, in 2005, patient's left hip femoral stem and femoral head were revised and replaced with stryker osteonic products again. The zimmer trilogy liner and shell did not malfunction and remain implanted.

Manufacturer narrative:
Evaluation summary: fractured hip stem is manufactured by stryker and product specifications are not available. No engineering analysis could be done with available information. No product or x-rays were returned for evaluation. Device history records indicate the zimmer devices were manufactured and packaged to specification.